Manufacturer narrative:
Initial.

Event description:
It was reported that a replacement dexcom g6 continuous glucose monitor (cgm) transmitter was not connecting to the ilet pump and pairing failed until the user toggled sensor types and entered the transmitter serial number, after which cgm readings displayed on the pump. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and successful restoration of cgm-pump communication after troubleshooting and education. User support included guided troubleshooting by customer support to reconfigure sensor settings and reinitiate pairing. Investigation of this case revealed a pairing failure of the external cgm transmitter with the pump that was resolved through configuration adjustment, consistent with user setup or integration issues rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup error.